Manufacturer narrative:
Concomitant medical products: 0185 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted four non-sustained ventricular tachycardia episodes that appear to be possible external oversensing of noise. No additional episodes were noted. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.